Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a dexcom g7, with a highest cgm reading of 251 mg/dl and confirmation by glucometer at 223 mg/dl; the user declined a supply change and opted to allow the ilet device to manage corrections. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact, and glucose subsequently returned to 79 mg/dl with the pump appearing to function appropriately. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.